Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered at the patient's home prior to use. It was stated that there was no damage to the carton. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot #: suspected lots 60259885 and 60268332. Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the suspected lot # 60259885 was manufactured on september 29, 2020. H4: the suspected lot # 60268332 was manufactured from november 09, 2020 - november 10, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.